Event description:
It was reported that during a ptca/stenting treatment procedure, removal difficulties were encountered. The lesion being treated was a severely calcified, 99% stenotic lesion in a moderately tortuous mid lad coronary artery. A maverick2 20/2.0 mm balloon was used to predilate the lesion with three inflations prior to placement of the liberte 20 x 2.50 mm stent. The liberte stent was successfully deployed at 20 atms for 28 seconds. Withdrawal of the stent delivery system was not possible. The balloon seemed to be sticking to the stent. The physician was able to withdraw the delivery device by pulling the guiding catheter into the ostial lad where he inflated the balloon to 10 atms for 7 seconds before successfully removing the balloon with significant force. No pt injuries or complications were reported. The procedure was successfully completed. Pt status is reported as 'ok'.